Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was at explant. Boston scientific technical services (ts) discussed that the device was not at elective replacement indicator (eri) yet however, it looked like may be prematurely depleting. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 46 microwatts, however this device was consuming 96 microwatts. And the power consumption is expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.